Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was determined to be a loose cable at the system pcb assembly. After reseating the cable in the system pcb assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.